Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware failure. User tried to recover and restart but failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced full height drawer 6 failed with required maintenance. A field service engineer (fse) reseated and checked all cables, and the issues were resolved. Additionally, the fse had replaced the missing or damaged slide bumpers in drawers 2.1, 2.2, 3.1, 4.1, and 4.2. The system functioned as intended after the field service engineer repaired the device.